Event description:
It was reported the system displayed an intermittent cine disc is not available. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive connector was evaluated and replaced. The system was tested and found to be working as intended and returned to service.